Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a post operation check-up, multiple episodes of nonsustained oversensing was observed as myopotential oversensing. The low frequency attenuation filter was disabled.